Event description:
It was reported that allegedly a pta balloon dilatation catheter was used for angioplasty of a basilic vein stenosis and the balloon longitudinally ruptured using nominal pressures below 20 atms. The balloon was inflated with a handheld syringe assembly. Attempts were made to reinflate the balloon after rupture. Imaging demonstrated contrast extruding proximally but the distal end of balloon remained inflated. Negative pressure was maintained for 15-30 seconds after rupture to see if distal end of the balloon would deflate. The only way to deflate the distal end of the balloon was to percutaneously puncture it with an 18 gauge needle. The balloon was successfully retracted through the introducer sheath and retrieved in its entirety. The procedure was successfully concluded with another pta balloon dilatation catheter. The patient was discharged without incident.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all released criteria. The sample has been returned and the evaluation is currently underway. This is the first complaint for this lot number.